Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up on death was inconclusive, cause of death has been requested and not yet received.

Event description:
It was reported that the right ventricular pacing impedance increased to greater than 3,000 ohms. It was also reported that the threshold jumped from 1.0v at 0.5ms to 4.5v at 1.0ms. It was further reported that the rwave went from 14mv at changeout 7mv. The pin for the lead had partially come out of the header block. The pin was pushed back in and the set screw was retightened. The device and lead remain implanted. No patient complications have been reported as a result of this event. The patient's death was found in a database search. Follow up has been attempted and so far inconclusive. Additional information and the cause of death has been requested and not yet received.